Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014 and 18/apr/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Event description:
Patient reported ¿a lump or thickening in or near the breast or in the underarm area," captured as lump/nodule, side unspecified. This record is for the right side. No treatment or surgical reoperation has occurred. The device has been explanted.